Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low ise indirect na, k, ci for gen.2 sodium and chloride results for an unknown number of patient samples and stated physicians were complaining about the low sodium results. Of the data provided, only the sodium results for three patient samples that had been repeated on a cobas 400 analyzer were discrepant. Patient 1 initial result was 123 mmol/l and the repeat result was 131 mmol/l. Patient 2 initial result was 127 mmol/l and the repeat result was 135 mmol/l. This patient was a (B)(6) female born on (B)(6) 1938. Patient 3 initial result was 128 mmol/l and the repeat result was 135 mmol/l. This patient was a (B)(6) female born on (B)(6) 1957. The initial results were reported outside the laboratory. Patient 1 was at an outpatient clinic. The doctor called the laboratory questioning the sodium result and stated the patient was in for a routine checkup and had no clinical reason for a low sodium result. The customer believed the patient stayed in the clinic until the repeat result was reported out. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was u21. The expiration date was requested but was not provided. The field service representative found the internal standard solution was low and the chimney was not in the bottle as recommended. He instructed the customer to replace the internal standard solution and place a chimney in the bottle. The customer agreed and was also going to replace the electrodes, recalibrate, and run qc. The field service representative found the nozzles for the ise mixing vessel evacuation were not installed correctly and internal standard carryover was diluting the specimens. He noted that the monthly maintenance on this area of the analyzer had been performed by the customer the day before the issue began. The field service representative reinstalled the nozzles and checked the operation of the analyzer with ise checks to ensure evacuation of the internal standard from the bath. The customer ran calibrations and qc with results within specification.

Manufacturer narrative:
The emf values for the calibration standards showed high variation and the measured internal standard concentration changed for the same reagent from 144 mmol/l up to 151 mmol/l. This indicates a calibration issue caused by improper handling of the standards such as being open too long. There was no product problem found.